Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering insulin as they kept going low. The customer¿s blood glucose level was low at the time of the incident. No further details were provided. Troubleshooting was not completed as the customer did not have time to talk. The insulin pump will not be returned for analysis. Frn-unk-rsvr unomed set.